Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had a cp pump support ongoing for the patient and was transferred to the tertiary center by medflight. The automated impella controller (aic) was then seen to be malfunctioning with power cable having sparks and inability to charge with wires exposed. The aic was removed due to the noted issue. There was no reported harm or injury.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage during therapy and aic - battery charging/other issues has been completed. Data analysis: the case start on 28th may 2025, the ac power was connected, as ac power alarms was cleared. However, after two hours of pump operation, the "ac power disconnected - alarm" (event 109) was triggered and could not be cleared until the console was shut down. Device analysis: the console was returned for further investigation. Upon inspection of the aic, it was discovered that the ac cord plug had detached from the ac cord, resulting in all three wires being broken. Further examination of the plug revealed a blackened spot inside, which was caused by sparking at the live wire terminal. It appears that the wire covering or outer sheath was improperly cut, as per the vendor wiring instructions. Also, the clamps were not tight enough, and light clamping marks were visible on the outer sheath, which likely contributed to the wire becoming loose and detaching from the plug and causing a spark. Additionally, the batteries were checked by replacing the ac cord with a known good one, and no charging issues were found. The console was also tested with a known good pump and purge cassette, and no issues were observed. Root cause: the reported complaint about the power cable malfunction with sparks and inability to charge was due to the loose wires inside the ac cord plug.